Event description:
A medical office tech reported that two pts were admitted to the hospital with temp, abdominal pain and continuous bloody diarrhea within one day of having a routine endoscopic examination. The tech stated that no abnormalities were detected during the examination. According to the tech, one pt remained in the hospital two days and the other pt was hospitalized for over a week as a result of the occurrences. The tech does not know if pt cultures were taken during their hospitalization.